Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/27/2015. The fse found the diffferential sample tubing was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak at the flowcel of the coulter lh 780 hematology analyzer. The volume of the leak was about 20 cc and was contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.